Manufacturer narrative:
The t:slim g4 user guide states, "always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer did not adjust the pump time for daylight savings. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose (bg) level was 547 mg/dl. Customer addressed bg levels with a manual injection.